Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Service engineer (se) visited customer site. Se suspected that the recirculating pump was not functioning to specification, so it was replaced. Se completed testing after part replaced. Device passed all functional tests.

Event description:
The device user called to report the recirculating pump stopped working. A clinical specialist (cs) observed that the device was in low reservoir mode and the pump was not working. The device user tried the recommended troubleshooting steps, then performed a stop start on perfusion and the pump immediately started. Subsequently, the donor liver was discarded due to elevated lactate issues.

Event description:
The device user called to report the recirculating pump stopped working. A clinical specialist (cs) observed that the device was in low reservoir mode and the pump was not working. The device user tried the recommended troubleshooting steps, then performed a stop start on perfusion and the pump immediately started. Subsequently, the donor liver was discarded due to elevated lactate issues.

Manufacturer narrative:
Additional clarification regarding the device evaluation findings has been obtained. The level sensor, not the recirculating pump, was believed to be the root cause of the reported issue. The level sensor was replaced by the se and afterwards the device passed functional testing.